Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3ml bd plastipak¿ syringe luer-lok¿ tip had poor perforation on packaging. This was discovered before use. The following information was provided by the initial reporter: the client reports material vigilance regarding the syringes. The sachet is not pre-cut, so it has to be cut with a scissors.

Event description:
It was reported that 3ml bd plastipak¿ syringe luer-lok¿ tip had poor perforation on packaging. This was discovered before use. The following information was provided by the initial reporter: the client reports material vigilance regarding the syringes. The sachet is not pre-cut, so it has to be cut with a scissors.

Manufacturer narrative:
H.6 investigation summary: two photos and a strip of eight sealed packaged 3ml syringes were received, confirmed to be from batch #9242838 (p/n 309658). The samples were visually evaluated. The packages were observed to have partial cuts between them while mostly still connected. The packages for this product are supposed to be fully separated in the shelf carton. The cavities on packages were 10-17. The potential root cause for uncut packages is associated with the packaging process. No corrective actions are necessary based on the defective rate identified. Batch 9242838 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.